Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a routine follow-up. The patient had ra lead noise which resulted in inappropriate mode switching. Atrial sensitivity has been adjusted in the past, but inappropriate ams episodes were still observed. Programming changes were made to avoid inappropriate therapy. Patient condition was fine post and after the event.